Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis and/or a batch review could not be completed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin injection (1g, route, frequency, and duration not reported), imista injection (250mg each bag, route, frequency, and duration not reported), cifran tablets and flucon tablets (150mg orally, frequency and duration not reported) for the peritonitis event. Action taken with therapy was not reported. At the time of this report, it was unknown if the patient was recovering from the peritonitis. Additional information was requested but is not available. This is report 2 of 3 involved in this event.